Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record for the reported lot could not be conducted because the part and lot numbers were not provided. The reported potential adverse event of myocardial infarction and thrombosis are listed in the absorb bioresorbable vascular scaffold system (bvss), instructions for use as known adverse event associated with the use of a coronary scaffold. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. However, the additional treatment and hospitalization appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The absorb device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us. It cannot be confirmed if the device was absorb or absorb gt1. The additional absorb device referenced is being filed under a separate medwatch report number. Article titled: very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography.

Event description:
The following was reported through a research article: it was reported that the patient presented with non st elevated myocardial infarction (nstemi) and a 3.0x28 mm absorb bioresorbable scaffold (brs) was implanted in the left circumflex (lcx) coronary artery. A stenosis of the medial left anterior descending (lad) coronary artery was also treated with a 3.0x28 mm abosorb brs. Six month follow up showed a favorable result in both areas. 514 days after the index procedure, the patient presented with stemi and thrombotic occlusion of the brs in the lcx. Flow was restored after balloon dilatation and implantation of a drug eluting stent (des). The lad lesion also showed diffuse in stent restenosis which was treated with a des. No additional information was provided. Details are in the article, titled: "very late scaffold thrombosis after everolimus-eluting bioresorbable scaffold implantation in patients with unremarkable interim surveillance angiography."